Manufacturer narrative:
This event, that the patient specific femoral guides (k181061) and patient specific acetabular guides (k152893) were packed in the incorrect box for the patients the guides were designed for, resulting in the incorrect patient specific guides being sent to the surgeries. This issue is considered in the product risk assessment to be a risk of adverse event to the patient. If the wrong guide is delivered to the hospital which could lead to incorrect osteotomy level resection and sub-optimal orientation of the cup as the patient may receive the use of patient specific guides not intended for them, which may result in patient hip pain or gait problems. This issue was detected prior to the point of use of the devices and immediate correction was taken. The parts delivered to the wrong surgery were requested for corrected delivery. Further details regarding the results of this correction will be included in a follow up report. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
This event, that the patient specific femoral guides (k181061) and patient specific acetabular guides (k152893) were packed in the incorrect box for the patients the guides were designed for, resulting in the incorrect patient specific guides being sent to the surgeries. This issue is considered in the product risk assessment to be a risk of adverse event to the patient. If the wrong guide is delivered to the hospital which could lead to incorrect osteotomy level resection and sub-optimal orientation of the cup as the patient may receive the use of patient specific guides not intended for them, which may result in patient hip pain or gait problems. This issue was detected prior to the point of use of the devices and immediate correction was taken. The parts delivered to the wrong surgery were requested for corrected delivery. Further details regarding the results of this correction will be included in a follow up report. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
This event, that the patient specific femoral guides (k181061) and patient specific acetabular guides (k152893) were packed in the incorrect box for the patients the guides were designed for, resulting in the incorrect patient specific guides being sent to the surgeries. This issue is considered in the product risk assessment to be a risk of adverse event to the patient. If the wrong guide is delivered to the hospital which could lead to incorrect osteotomy level resection and sub-optimal orientation of the cup as the patient may receive the use of patient specific guides not intended for them, which may result in patient hip pain or gait problems. This issue was detected prior to the point of use of the devices and immediate correction was taken. The parts delivered to the wrong surgery were requested for corrected delivery. Further details regarding the results of this correction will be included in a follow up report. It was confirmed that neither set of patient specific guides were able to be correctly delivered before surgery. It was determined that this issue is the result of the patient specific parts being inspected and then placed in the incorrect boxes by mistake. The inspection records for these parts were retrieved and reviewed, and it was confirmed that the inspection of these parts was completed correctly by qualified engineers. The root cause of this issue is therefore determined to be operator error. This occurrence was discussed with the ops production team leaders and the importance of diligence during parts inspection was reiterated, and a closing summary of this investigation was sent to the surgeon representative to pass on to the affected surgeon who requested it. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
This event, that the patient specific femoral guides (k181061) and patient specific acetabular guides (k152893) were packed in the incorrect box for the patients the guides were designed for, resulting in the incorrect patient specific guides being sent to the surgeries. This issue is considered in the product risk assessment to be a risk of adverse event to the patient. If the wrong guide is delivered to the hospital which could lead to incorrect osteotomy level resection and sub-optimal orientation of the cup as the patient may receive the use of patient specific guides not intended for them, which may result in patient hip pain or gait problems. This issue was detected prior to the point of use of the devices and immediate correction was taken. The parts delivered to the wrong surgery were requested for corrected delivery. Further details regarding the results of this correction will be included in a follow up report. It was confirmed that neither set of patient specific guides were able to be correctly delivered before surgery. It was determined that this issue is the result of the patient specific parts being inspected and then placed in the incorrect boxes by mistake. The inspection records for these parts were retrieved and reviewed, and it was confirmed that the inspection of these parts was completed correctly by qualified engineers. The root cause of this issue is therefore determined to be operator error. This occurrence was discussed with the ops production team leaders and the importance of diligence during parts inspection was reiterated, and a closing summary of this investigation was sent to the surgeon representative to pass on to the affected surgeon who requested it. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.